Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the leading haptic tore the posterior capsule. The incison was enlarged and another lens was implanted in the sulcus. A vitrectomy was not performed and no sutures were required.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that the optic had been torn and a haptic had been torn off and was missing. There was evidence of a clear surgical residue. Conculsion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.